Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged elevated glucose while using the ilet with a subcutaneous insulin pen as backup, without symptoms, after changing all infusion supplies and remaining connected to the pump; the user also administered a manual dose of 4 units by injection. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem, no specific device component identified, and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.